Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced pinch valve tubing at vl129 (clearing solution from pm6) and vl94a (segment 2ul blood/stain) at the retic shear valve. He also replaced the light scatter preamp and sensor and adjusted the scatter gains for diff (differential leukocyte count) and retic (reticulocyte count). (B)(4).

Event description:
The customer reported observing voteouts in reticulocyte count results with their 5c controls. The customer tried cleaning the bsv (blood sampling valve) and shear valves and running bleach as a sample without success. No erroneous results were generated in connection with this event.